Event description:
It was reported that after an inflation in the right subclavian vein, the pta balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together asa a single unit. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed; the lot met all release criteria and this is the only complaint reported to date for this lot number and failure mode. The balloon was returned inside of 8fr introducer sheath. The balloon material was prolapsed over the distal tip of the device, which is typically indicative of retraction issues. The device could not be retracted from the sheath due to the prolapsed balloon at the distal tip. Therefore, an attempt was made to advance the catheter through the sheath, which was completed without issue. Upon advancement, a complete circumferential break at the proximal balloon glue joint was observed. The edge of the break were observed to be jagged and uneven. The sheath was examined and the distal tip of the sheath was observed to be slightly flared, likely indicating retraction issue. Based on these result, the investigation is confirmed for retraction issues and a break at the proximal balloon glue joint; however, the root cause could not be determined based upon available info.